Event description:
The screw is very small and attaches a cover plate to a larger plate. The head of the screw broke off as it was being inserted. The screw threads remain in the screw hole. The event is not of concern, as the plate it holds is not essential for a successful surgery outcome, and can optionally be left off of the assembly.